Event description:
A user facility clinic registered nurse (rn) reported a hemodialysis (hd) patient was three hours and twenty-seven minutes into a four hour hemodialysis treatment on a fresenius 2008t machine when the arterial needle separated from the extracorporeal system mid-hemodialysis treatment, resulting in significant blood loss from the patient. Per rn the machine did not immediately alarm but did eventually alarm with an arterial blood leak alarm. Per rn the estimated blood loss (ebl) for the patient was approximately 500ml and confirmed the connection with the bloodline and needle caused blood loss. The rn the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. The rn stated no damage to any of components or packaging was observed prior to use, and it was unknown why or how the components separated. Per rn the patient discontinued the remainder of this treatment as there was only approximately 33 minutes left in treatment. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The rn stated the patient remained asymptomatic and was brought to the ER for precautionary check of his hemoglobin, and was within range. The patient was not admitted for the event. The rn confirmed no patient adverse effect was experienced. Per rn the patient began hemodialysis therapy in (B)(6) 2013 and dialyzed 3 times a week, and had since continued in-center hemodialysis treatments without further issue. Per rn the samples were discarded and were no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4).

Event description:
A user facility clinic registered nurse (rn) reported a hemodialysis (hd) patient was three hours and twenty-seven minutes into a four hour hemodialysis treatment on a fresenius 2008t machine when the arterial needle separated from the extracorporeal system mid-hemodialysis treatment, resulting in significant blood loss from the patient. Per rn the machine did not immediately alarm but did eventually alarm with an arterial blood leak alarm. Per rn the estimated blood loss (ebl) for the patient was approximately 500ml and confirmed the connection with the bloodline and needle caused blood loss. The rn the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. The rn stated no damage to any of components or packaging was observed prior to use, and it was unknown why or how the components separated. Per rn the patient discontinued the remainder of this treatment as there was only approximately 33 minutes left in treatment. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The rn stated the patient remained asymptomatic and was brought to the ER for precautionary check of his hemoglobin, and was within range. The patient was not admitted for the event. The rn confirmed no patient adverse effect was experienced. Per rn the patient began hemodialysis therapy in (B)(6) 2013 and dialyzed 3 times a week, and had since continued in-center hemodialysis treatments without further issue. Per rn the samples were discarded and were no longer available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility clinic registered nurse (rn) reported a hemodialysis (hd) patient was three hours and twenty-seven minutes into a four hour hemodialysis treatment on a fresenius 2008t machine when the arterial needle separated from the extracorporeal system mid-hemodialysis treatment, resulting in significant blood loss from the patient. Per rn the machine did not immediately alarm but did eventually alarm with an arterial blood leak alarm. Per rn the estimated blood loss (ebl) for the patient was approximately 500ml and confirmed the connection with the bloodline and needle caused blood loss. The rn the patient¿s treatment was immediately stopped and the patient¿s blood was not returned. The rn stated no damage to any of components or packaging was observed prior to use, and it was unknown why or how the components separated. Per rn the patient discontinued the remainder of this treatment as there was only approximately 33 minutes left in treatment. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 400. The rn stated the patient remained asymptomatic and was brought to the ER for precautionary check of his hemoglobin, and was within range. The patient was not admitted for the event. The rn confirmed no patient adverse effect was experienced. Per rn the patient began hemodialysis therapy in (B)(6) 2013 and dialyzed 3 times a week, and had since continued in-center hemodialysis treatments without further issue. Per rn the samples were discarded and were no longer available to be returned for evaluation.